Event description:
The facility representative reported a device with a condition of "stop switch does not work." It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.